Event description:
(B)(4). Pt is calling to report sg vs bg (B)(4): sg vs. Bg guardian sensor 3/guardian 4 sensor document system model number: 770g document transmitter model: mmt-7911na explain that we would like to gather information regarding the sg vs bg event and provide recommendations based on what is discussed. Advise customer it is best to focus more on trends (direction and speed of sg readings) and less on individual glucose numbers. Advise customer sensor glucose readings will rarely match bg meter readings because of how glucose travels through the body. Advise customer larger differences should be expected after meals, insulin bolus, or when rise/fall arrows are present on the pump screen. Advise customer the higher the bg value, the greater the potential for a difference between sg vs bg. Advise customer on average sg vs bg differences should remain under 20% over the life of the sensor. Was insulin delivery suspended due to sg vs bg difference?: no document sg value from reported event: document bg value from reported event: document the difference in value between sg and bg is difference between sg and bg within the target range?: no does customer take medication such as acetaminophen, paracetamol, or hydroxyurea (also known as hydroxycarbamide)?: yes. Document medication taken: tylenol. Advise customer taking medications that contain paracetamol or acetaminophen while wearing the sensor may falsely raise sg readings. Explain the level and duration of sensor inaccuracy depends on how much medication is working in the body and will be different for each person. Review customer's account. Is this customer's 2nd call on the same sensor and/or if they have called more than once regarding sg vs bg differences within the last 30 days?: no offer to review site selection, taping, insertion and calibrations. Would customer like to review any of these items?: no explain common contributing factors include non-optimal insertion, site location, taping, and timing of bg entries. Refer customer to IFU or additional online resources as applicable: yes is the difference occurring with the current sensor or a previously removed sensor?: current sensor advise customer to inspect sensor to determine if it is securely taped to skin or if it has moved. Document findings: sensor is securely taped to skin and has not moved. How long has the sensor been worn?: 4 days or more advise sensor may no longer be responding to glucose changes. Advise this is most likely due to a sensor not situated properly in the isf preventing sensor from properly tracking changes in glucose and may also be related to site location/rotation, insertion technique or tape type/technique. Was there a high/low bg event related to the sg vs bg event?: no. Is non-serialized product being replaced?: yes. Document replacement mmt# and quantity: 1 x mmt-7020b is non-serialized product being returned?: no. (B)(4): tester procedure for transmitter document system model number: 770g document transmitter model: mmt-7911na advise customer to unplug the transmitter from the sensor . Is customer calling back after fully charging the transmitter (up to 2 hrs)?: no check the connector pins/bridge on transmitter for damage: no. Damage is the sensor feature on or off?: off. Assist customer in turning the sensor feature on. Advise customer to connect the tester and watch for the green led to bli;

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.